Event description:
The customer reported visualization of black particles in relation to the device. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe nasal allergy. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted to correct the description and coding of the event or problem previously reported. The manufacturer received information alleging black particles and severe nasal allergy. The device has yet to be returned or evaluated by the manufacturer. The humidifier device is not in the scope of the foam degradation recall, so it is not reportable under these allegations. It is non-reportable since the device malfunction caused a non-serious injury, and should the malfunction recur, it is not likely to cause or contribute to a serious injury or death.

Event description:
This report is being submitted to correct the description of event or problem previously reported. The manufacturer received information alleging black particles and severe nasal allergy. The device has yet to be returned or evaluated by the manufacturer. The humidifier device is not in the scope of the foam degradation recall, so it is not reportable under these allegations. It is non-reportable since the device malfunction caused a non-serious injury, and should the malfunction recur, it is not likely to cause or contribute to a serious injury or death.